Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The patient claimed to have part of the implanted system removed but the caller did not know what part. The patient described that the leads were removed but the paddle was left implanted. The op note stated the opposite, the paddle was removed but the leads were left implanted. The procedure to remove the component was completed on 6 feb 2025. Troubleshooting was not required. The issue was not resolved through troubleshooting.